Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error or unexpected error noted during testing. The motor was tested outside the device and passed. No physical damage to retainer or reservoir tube compartment. Device received with cracked case on the back at the battery tube area. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer reported that they also had to change the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.